Manufacturer narrative:
Unit passed displacement test and selftest. Pump error (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed hardware low level failures multiple times. The blood glucose of the customer was unknown. Customer stated the insulin pump had audio issue also. The insulin pump passed self test. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.